Event description:
Report reads: - syringe pump reported to have been set to infuse magnesium at 2.1ml/hr (50ml of saline in 40mmols of magnesium). Patient's bp dropped and pt monitoring equipment alarmed. When nursing staff investigated found systolic of 60. Noticed syringe nearly empty. Infused 50ml in 1hr. Medical staff gave pt counter measure drugs of noradrenaline and dopamine. Blood pressure reverted back to acceptable systolic in 40 minutes. Pump taken off pt and quarantined. No long term effects - hospital said pt ok after about one hour. As per rep at hosp outcome was: - patient has since died but not owing to alleged overinclusion.

Manufacturer narrative:
Evaluation summary: we can confirm that the 3400 syringe pump returned for investigation did not cause or contribute to the alleged over infusion. The report returned with the 3400 for investigation indicates that the infusion rate was set to a continuous rate of 2.1ml/hr. However, when the pump was switched on the infusion rate displayed on the pump was 10ml/hr. This would be approximately 5 times faster than expected. The pump does not contain event history so we are unable to determine what actually occurred; the pumps total iser was also interrogated and found to be overflowed. In other words, it had not been reset prior to the infusion. Inspection of the pump shows that it is in good condition both externally and internally with no signs of damage or ingress. The pump has been tested in accordance with the recommended functional checks and all tests passed within specification. We can conclude that the pump is functioning within specification.